Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. Following service actions on multiple subsystems, the customer was able to perform a successful tropi es within-run precision test. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a higher than expected vitros tropi es result (tropi es=11.4 vs. Expected < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The higher than expected vitros tropi es result was reported from the laboratory. The result was later questioned based on the vitros tropi es result obtained from a serial sample for the same patient. A corrected report was issued from the laboratory based on repeat testing of the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm as a result of this event. (B)(4).